Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause is undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis with culture positive for e. Coli and gram positive cocci in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experience peritonitis from an unknown cause and was not hospitalized. On an unreported date in 2011, the patient began remedial therapy with vancotech (2gm, frequency not reported, ip), gentamycin (20mg, for 7 days, route not reported), lenofloxacin (250mg tab, twice a day for 7 days, orally), and linid (600mg tab, twice a day for 7 days, orally). On an unreported date, the event of peritonitis with culture positive for e. Coli and gram positive cocci was resolving. It was not reported whether dianeal pd2 ultrabag therapy was ongoing. The nurse did not provide a statement of causality for the event of peritonitis with culture positive for e. Coli and gram positive cocci.